Event description:
It was reported that a possible junctional rhythm was observed on a patient's device. It was noted that a review of freeze capture and shock episodes determined that an increasing pr interval that caused the atrial spike/pacing (as/ap) to be blanked was the main factor in the shocks. Both the shocks and atrial pacing were inappropriate. Inappropriate shocks had been delivered due to supraventricular tachycardia (svt). Programming changes were made to address the timing and svt discrimination to prevent further shocks and inappropriate pacing. There were no patient consequences.